Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and determined the main board was faulty and needed to be replaced. A replacement main board was ordered and shipped to the customer to resolve the issue. Reporting address state: (B)(6). Reporting institution phone #: (B)(6). Reporting phone #: (B)(6).

Event description:
Philips received a complaint on the intellivue x3 monitor indicating the system displayed an error for a loudspeaker fault. It is unknown if sound was present at time of report. The device was not in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.